Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified obtuse marginal branch. A 2.50mm x 12mm nc emerge balloon catheter was advanced for pre-dilatation. The balloon was initially inflated at 12 atmospheres. However, during the second inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complication were reported.